Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not hearing well. The patient denies any recent accident or trauma to the implant. Measurements in situ were indicative of a device malfunction. Reimplantation is considered but nor scheduled yet.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient came to the clinic and complained about not hearing well. The patient denies any recent accident or trauma to the implant. Measurements in situ were indicative of a device malfunction. The patient has been explanted on (B)(6) 2015. The device had not been fixed except for a tight pocket.